Event description:
The account stated that an elevated platelet result of 755,000/ul was generated by the celldyn emerald analyzer. A new sample was collected and a platelet result of 1,455,000/ul was generated. The physician questioned the result and sent the patient home without administering chemotherapy. The sample was sent to a reference lab which reported a platelet result of 216,000/ul. The account stated that the patient's chemotherapy was delayed by 2 days. There was no adverse impact as a result of the delay.

Manufacturer narrative:
Rbc count head and counting chambers. A field service representative (fsr) replaced the the rbc count head and counting chambers which resolved the issue. Customer complaint data was reviewed and no adverse trends were identified. In addition the celldyn emerald operation manual was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.